Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1540d, implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 11-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they had fallen badly in 2017 and the doctor took an x-ray that showed the stimulator had ¿changed positions.¿ it was also reported that it wasn¿t working anymore, they had a return of symptoms. It was noted that the doctor wanted to do a surgery, but the patient wanted to wait. They tried reprogramming the stimulator but it never really worked again. It was stated that they turned their stimulator off to compare their symptoms when the stimulation was on vs. Off; there was no difference in their symptoms. It was reported that their doctor implanted a new lead yesterday because their device was not properly working. They thought it was just the lead, but was unsure what was removed/replaced. No further patient complications are anticipated or expected as a result of this event.